Event description:
During follow-up, the device could not be interrogated and no communication was possible. The device was explanted and replaced to resolve the issue and the patient was in stable condition.

Manufacturer narrative:
Upon receipt, communication could not be established between the device and the programmer due to the battery being depleted. Based on nominal settings, the device did not perform to the expected longevity. The device behaved normally during automated test equipment (ate) testing. The power consumption of the device was measured and found to be normal. The cause of the battery depletion is undetermined.